Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 7 mg/dl after two glucagon shots, one at home and one in the ambulance. Caller stated that customer was unconscious for five hours and in coma for ten days. Nothing further was reported.